Manufacturer narrative:
(B)(4). Approximate age of device- 4 years and 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient was admitted to the hospital. At the time of admission, it was found that the patient had an elevated lactate dehydrogenase (ldh). The patient presented with a vad related hemolysis, which was treated intravenous (IV) anticoagulation of heparin and tirofiban. The patient¿s inr goal was changed and a daily ldh level screening was ordered. The patient remained on aspirin at 325 mg daily and has been discharged home with close follow up with the clinic. No additional information provided.

Manufacturer narrative:
The investigation confirmed the reported power elevations via the submitted system controller log file; a specific cause for the reported elevated lactate dehydrogenase (ldh), hemolysis, and power elevation could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.